Manufacturer narrative:
The investigation determined that lower and higher than expected vitros amon results were obtained from two different levels of vitros performance verifier fluids using vitros amon slides on a vitros 350 chemistry system. The assignable cause of the event is most likely an instrument issue related to contamination of the microslide incubator. The cause of the incubator contamination is unknown. In addition, user protocol and/or amon slide performance cannot be ruled out as contributing factors. Results of precision testing demonstrated that the vitros 350 chemistry system was not operating as expected at the time of the events, and that after service actions were performed, significant improvement with vitros amon performance was observed. Investigation of the event is ongoing.

Event description:
The customer complained that lower and higher than expected vitros amon results were obtained from two different levels of vitros performance verifier fluids using vitros amon slides on a vitros 350 chemistry system. Pv n2763 result: 140 umol/l vs expected 44.5 umol/l. Pv p2765 results: 73, 383, 23, 71, 53, 70, and 22 umol/l vs expected 96.6 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated no patient sample results were reported outside of the laboratory; however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).